Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the instrument data which indicated that the issue was the advia centaur xp bar code interface gate and not a de-capper issue on the automation system. A siemens customer service engineer (cse) ordered the bar code interface gate and assisted the customer to install a new bar code interface gate. The customer verified operation by performing functionality test which passed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that their workcell type a decapper stopped working, and a burning smell was coming from the advia centaur xp instrument. The advia centaur xp interface gate burned up and there was smoke. A fuse blew at the gate controller and prevented further damage. There are no reports of injury to staff, damage to property, or impact to patient samples.